Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 18116035 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 18237482 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 18116028 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 18116028 UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure wherein the entire spinal cord stimulation (scs) system was removed for an unknown reason. No further information has been obtained.